Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-485 a patient isolate (escherichia coli) had high mics (false resistant) results. The user performed repeat testing giving sensitive results for all drugs. The user also verified the final result using kirby bauer testing. No health impact or consequence reported.